Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left common carotid artery stenting procedure, the pt had a stroke. Symptoms included right sided weakness and severe aphasia. The pt was treated with thrombolytics. Condition is listed as continuing and improving. At an unknown time after the event, the pt was discharged to a rehabilitation center. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke is a known potential adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.